Event description:
It was reported that a high drain 101 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The initial drain alarm equaled 20ml, the last fill equaled 297ml, the total fill volume (fv) equaled 11198ml, the total drain volume (dv) equaled 15664ml, the total ultra filtration (uf) equaled 4465ml, the cycle four uf equaled 502ml, the cycle three uf equaled 457ml, the cycle two uf equaled 422ml, the cycle one uf equaled 3084ml, and there were no bypasses. The home patient (hp) stated they did not complete the therapy the previous night and did not drain. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.